Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is experiencing a data issue. The data is not indicating the percentage of total pacing. The information needs to be found on the histograms and the histograms cannot be seen on the programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2008. A 4196 implantable pacing lead, (B)(6) 2010. (B)(4).